Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an alert 60 indicating a bluetooth communications error, described as a ble board communications issue, which prompted a restart code 60; after charging and restarting, the alert did not recur, but the user continued to have persistent connectivity issues between the ilet and the mobile application, and the glucose sensor was not connecting. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet and instructions that device data would not transfer and that startup would be required on the replacement device. Investigation included troubleshooting and education focused on bluetooth communications, including restart and reconnection steps. Investigation of this case revealed a suspected communication malfunction involving the device¿s bluetooth subsystem with no evidence of injury. It was concluded, based on previously established findings for similar reports, that a device communication malfunction was the most likely cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.